Event description:
Before the pt started his treatment the personal discovered that there was a hole in the catheter. "The pt was in the middle of a treatment when suddenly the infusion stopped. Actilys was given and it solved the stop. A few moments later there was another stop and an x-ray showed that something was wrong. They pulled the PICC line out and discovered that there were two small holes in the catheter a few cm in the pts arm. The pt had a cvc instead and had his treatment."

Manufacturer narrative:
The complaint of a leak in the catheter is confirmed and will be reported as user related. Returned for eval is one assembled 4 fr groshong catheter. During functional testing a spraying leak was observed remaining from the 40 cm depth marker. Microscopic examination of the leak site reveals an arcing, longitudinal slit in the blue radiopaque stripe. Gross microscopic examinations and functional testing showed a coagulated residual material just proximal to the three way valve. No other related damage to the ID or od of he tubing was observed. The characteristics of the damage found on the complaint sample are features usually associated with burst damage secondary to over-pressurization. This residual material has impeded the function of the catheter. A proper flushing protocol must be maintained in order to reduce the risk of occlusion. To help prevent clot formation and catheter blockage, the catheter should be flushed with normal saline after each use. The product IFU gives descriptive info on flushing and maintenance techniques. A lot history review (lhr) of rewj1624 showed no other similar product complaint(s) from this lot number.